Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from one side of an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 20-22, 2024. H11: the actual device and two photographs of the sample were provided for evaluation. The actual sample was visually inspected, and the reported leak was not easily identified. The returned photographs were reviewed, and the leakage was not easily identified in the photographs; however, the customer had marked on the photo where the leak location was likely present. Functional testing was performed, and a leak was immediately identified at the lower back side middle of the eva bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.